Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs involving the sample ID (sid) from the ticket were valid and met assay specification requirements generating no error codes or flags for the controls. There was no evidence of potential amp plate carryover risk for the sid involved in this investigation after review of the plate mapping data analysis. The assay software was performing as expected. There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was performing outside of the established design performance specifications according to the amplification curve analysis. Quality data review device history record (DHR) / batch record review: a review of the manufacturing packet for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was performed and did not identify any issues which could have potentially resulted in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify records that were potentially related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 and their components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059. Complaint history review a lot specific complaint history review was performed to identify complaints related to the sars-cov-2 discrepant results reported while using the alinity m sars-cov-2 amp kit (lot 09n78-095) lot 522059. The complaint history review did not identify a potential product deficiency. As a result of this investigation, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was not identified.

Manufacturer narrative:
Field e4 was updated to "yes", since this MDR is linked to mw5104570 as listed in the initial report.

Manufacturer narrative:
Elevated complaint investigation will be conducted. This report is linked to medwatch report mw5104570.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient initially tested positive on the alinity m sars-cov-2 assay. The patient questioned their result because they are asymptomatic and the rest of their family tested negative. The patient was tested again by the customer, which generated negative results. There was no report of impact to patient management.